Event description:
It was reported in a journal article that a 38-year-old male patient with brugada syndrome experienced an inappropriate shock from the device about nine days post-implant. A review of the episode showed oversensing of noise and was suspected to be due to fluid or air entrapment within the device header secondary to a physical breach of the seal plug. This was resolved after reprogramming the sensing vector from secondary to primary. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.